Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was found damaged while setting up instrumention. Another device was used to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that instrument shows sign of repeated use with nicks and gouges. Lock nut is observed to be seized. DHR was reviewed and no discrepancies were found. A previous investigation indicated that the initial design of the device did not account for the observed failure mode. The instrument that is mentioned in this complaint was manufactured prior to a previous design change. As this instrument was manufactured prior to the design change the root cause is determined to be previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.